Event description:
It was reported to boston scientific corporation that an obtryx curved transobturator sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced recurring and increased incontinence, severe abdominal cramping and lower back pain post procedure. The exact nature and date of onset for each are unknown. It was reported that the patient had multiple corrective surgeries but the details of those surgeries are also unknown. All other information is unknown and reportedly unavailable.